Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the small battery drive device was overheating. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not run because the electrical control unit was damaged. It was further determined that the device failed pretest for check function of device and check power with power test bench. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).